Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test, and displacement test. However, the insulin pump was stuck on a motor error alarm that occurred during a bolus or basal delivery. No motor position encoder error alarm could be verified due to an erased history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with minor scratches on the display window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error during the prime. The blood glucose reading was 103 mg/dl. The insulin pump had not been exposed to a strong magnetic field. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.